Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3355-4050 serial/batch number (B)(6) was received for investigation. Visual inspection under a magnifier noted nicks/damage around the circumference of the distal tip. The most likely cause for the reported failure can be attributed to misuse/mishandling and and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2024, it was reported by a sales representative via sems-06691629 that an ar-3355-4050 scope's tip was hit with a shaver. Happened during a case with no patient effect.